Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.